Event description:
Patient reported they were examined by an orthodontist and provided letter of recommendation. The orthodontist found the patient experiencing generalized gum recession, with moderate recession ur3 likely due to root tip associated with tooth movement with aligners without attachments causing buccal root movement. The patient has heavy contact in anterior and occlusion has significantly worsened due to aligner wear without attachments and unsupervised treatment. Patient reported worsening od occlusion andrecession were a result of using byte aligners. The orthodontist believes the fit of the aligners negatively impacting the patient's dental health. The orthodontist recommends that the patient stop treatment to prevent further worsening of the recession and avoid further tooth fracture.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.